Event description:
It was reported by service report that the stretcher foot end was missing a pedal cover. Upon inspection of the unit by the service technician, it was identified that the head end lift pedal cover was missing, resulting in sharp edges being accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.